Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and chronic/intract pain. It was reported that the patient's ins was in overdischarge (od), and that a healthcare professional was performing a trickle charge to get the ins out of od. It was also reported that the patient's ins recharger (insr) antenna cord was damaged. A new antenna was sent to the patient. Follow-up was conducted to obtain more information regarding the od. No further complications were reported. Additional information received from the manufacture representative on 2017-04-25 reported that the cause of the patient's over-discharge was unknown. The patient's ins was explanted on (B)(6) 2017 but the explant was not due to the therapy.